Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as no intervention was performed on the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00517. It was reported that the patient was scheduled for a procedure on (B)(6) 2021 for an unknown reason. No further information is available at this time.